Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing high blood glucose level. The customer's blood glucose level was 492 mg/dl. The customer believed high blood glucose level was due to steroids and declined to troubleshoot. The customer delivered a bolus and increased basal to address glucose.